Event description:
On 10/15/2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that they got onetouch verio control solution in their eyes. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue first occurred on "(B)(6) 2015, time unknown". The patient takes insulin - (no adjustments) to manage their diabetes. The reporter detailed that the patient experienced "burning and tearing in both eyes" as a result of the alleged issue and on "(B)(6) 2015 10:52 cst" they attended emergency room (ER). The reporter claimed the patient had their eyes flushed by a health care professional (hcp). This complaint is being reported because although the patient did not develop serious diabetic symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury.